Event description:
It was reported that the states she has started vomiting before vns was turned on, then after started vomiting small amounts of blood. She states that she saw her neurologist and they gave her something for the nausea. She states nausea resolved. No additional relevant information has been received to date.